Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: hi (result > 600 mg/dl), 237 mg/dl, and 148 mg/dl. The customer had taken 10 units of insulin based on the hi result. Four minutes later, the customer was "not reactive" and her mother treated her with orange juice. The customer has since recovered. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.